Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 90% stenosed target lesion was located in a severely calcified and moderately tortuous left superficial femoral artery. A 4.0mm x 220mm x 150cm coyote balloon catheter was selected and advanced to treat the target lesion. However, upon 1st inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).